Event description:
Olympus received a medwatch report, which stated "the pt was undergoing surgery for resection of a large bladder tumor. During the course of resecting the large multifocal bladder tumor, it was noted that the ceramic insulating sheath of a 26 french inner sheath spontaneously dislodged from the resectoscope and was visualized within the bladder. Upon inspecting the ceramic tip endoscopically, it was noted to be intact and there was no evidence of a fracture within the insulating tip. Given the size of the ceramic tip, it could not be withdrawn through the resectoscope sheath. The decision was made to leave it in situ."

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the report, but only limited info was provided. The hospital risk manager reported that there was no long term impact to the pt. The subject device has not yet been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If additional and significant info becomes available later, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.